Event description:
It was reported that during surgery, the neurosurgeon had a very bad connection between the "n-vision and the pump; the communication started well but every time he got in half an 'error' message". The procedure was tried thrice without result so the surgeon decided not to implant the pump as he did not trust it. Pt sustained no injury. The drug to be delivered was baclofen. On interrogation later the pump could be read bit it was no longer in 'shelf state' and it was put in minimum rate and returned.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Further analysis of the pump (B)(4) revealed underinfusion at maximum rate only due to an undetermined root cause.

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump. The logs had no indication of a stall occurring at any time.